Manufacturer narrative:
Reagent syringe fittings were tight and white fitting on top of probe b was also tight. Service visited on (B)(4) 2011, and the field service engineer (fse) replaced vacuum valve for reagent probe b and primed without leaking. The fse cleaned wash collars and replaced both mixing paddles which were worn. The fse removed reagents and dried carousel. The fse loaded new reagents, calibrated and ran qc. The fse verified repair per established procedures, and the results met published performance specifications.

Event description:
A customer contacted beckman coulter, inc. (Bci) to report a leakage from reagent probe b on unicel dxc 600 pro synchron clinical system. There was no effect to patient or user.